Event description:
Info reported to our affiliate. A pt was seen by the treating ophthalmologist in 2008 with a painful red os eye and photophobia. The examination revealed a 2 mm corneal ulcer in the right, inferior quadrant. The pt was treated with ciloxan and tobrex and the pt's visual acuity returned to 20/20. The pt's lens case, contact lens disinfection solution and the contact lens were cultured. There was no growth in the solution or on the contact lens. The lens case was positive of pseudomonas species. The treating ophthalmologist suspected the cause of the adverse event is linked to a pt handling error due to the culture positive lens case. The lens and the solution were discarded after testing. The pt was not wearing lenses at the time the info was received. We are still trying to get follow-up info and info regarding any remaining product from the lot in question. All MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.